Event description:
A physician was attempting to use a submarine rapido pta balloon catheter to treat a lesion in a patient. It was reported that the balloon failed to inflate and was undeployed in the target lesion. The pressure was 4 pa. The physician removed the balloon and found air leakage at the bottom of the balloon. The doctor changed to another balloon to complete the surgery. Device was inspected and prepped prior to use with no issues noted. No resistance was reported during delivery to the lesion. The patient is reported as good and no patient injury was reported for this event. Please note that this device (submarine rapido) is distributed outside the united states; however, it is similar to the united states distributed product (submarine plus) evaluation summary: traces of radio opaque solution were detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons could be performed without problem. In order to detect the leakage source, pressure was applied to inflation line filled by water, and a leakage of balloon was found in the proximal conical part of the balloon. A long incision resulted in a cut on the proximal side was detected. No other abnormalities detected on the device.

Manufacturer narrative:
Evaluation results/evaluation: root cause unknown, deformation problem. (B)(4).